Event description:
It was reported that the customer called the 800 support line and reported that the intra-aortic balloon pump was experiencing fill failure alarms approximately every hour. This had occurred about 5 times. The helium bottle was securely attached and the valve was fully open. Some condensation was seen--bottle emptied. No kinks seen in the line. As a result of the continued alarms, the patient was exchanged to another unit. There were no reported patient complications.